Event description:
The patient has a broken plate. The patient is still healing so the surgeon has decided not to revise at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.